Event description:
Customer reported that he was hospitalized. Customer stated that it was not related to diabetes or the insulin pump or sensors. Customer stated that he had an infection in his leg and blood poisoning from years of diabetes. Customer then stated that the act button is no longer clicking but still responds. Current blood glucose was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.